Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for sue (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported event has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported fracture could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture. The patient reported becoming aware of filter fracture approximately fourteen years and five months post implant. The patient also reported anxiety related to the filter. The patient signified that there was no attempt to remove the filter and then indicated that there was an unsuccessful percutaneous removal procedure performed. No date for the attempted procedure was provided and the patient noted to "see attached medical records". A review of the medical records did not realize a filter removal procedure. According to the medical record the patient history was noted for morbid obesity, anxiety, depression, plantar fasciitis, chronic back and calf pain, bilateral lower extremity (ble) venous insufficiency, lymphedema, lle (left lower extremity) with chronic venous ulcer, sleep apnea, hyperlipidemia, cholecystectomy, tubal ligation, hypertension, recurrent pulmonary embolism (pe) times 3, and multiple deep vein thrombi (dvt) (6 on the right, 4 on the left), reflux, arthritis bilateral knees and ankles, stasis dermatitis and gout. The patient presented to emergency room (ER) with complaints of shortness of breath. The patient was recently discharged from another facility after being evaluated for pe. It was felt that the patient experienced a third pe and that a greenfield filter was warranted, given that the patient¿s inr was therapeutic at the time. It was noted on admission that both lower extremities were edematous (ankles and feet) and defining features of the knees are practically lost due to obesity. There is slightly more swelling in the lle which appears chronic with a slight amount of erythema proximal to the ankle and is especially tender. The next day a trapease ivc filter was implanted via the right internal jugular vein and deployed in the infrarenal ivc. There were no immediate complications. The patient had multiple subsequent hospital admissions, outpatient treatments and rehabilitation admissions for issues related to lle non-healing wound related to obesity, lymphedema, and venous insufficiency. Other admissions and workups were for knee, back and shoulder pains. Approximately fourteen years and five months post implant a lumbar spine x-ray series was performed for complaints of low back pain. Results of the x-rays noted grade 1 anterolisthesis of l4/l5, degenerative disc disease at multiple levels through the lumbar spine with disc space narrowing and vacuum disc phenomenon. Posterior spurring at l3/l4 causing probable canal stenosis, no acute fracture was observed. A notation was made of a fractured appearing trapease ivc filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the reported event has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported fracture could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of morbid obesity, anxiety, depression, plantar fasciitis, chronic back and calf pain, bilateral lower extremity (ble) venous insufficiency, lymphedema, lle (left lower extremity) with chronic venous ulcer, sleep apnea, hyperlipidemia, cholecystectomy, tubal ligation, hypertension, recurrent pulmonary embolism (pe) (3) and multiple deep vein thrombi (dvt) (6 on the right, 4 on the left), reflux, arthritis bilateral knees and ankles, stasis dermatitis and gout. The patient presented to emergency room (ER) with complaints of shortness of breath. The patient was recently discharged from another facility after being evaluated for pe. It was felt that the patient experienced a third pe and that a greenfield filter was warranted, given that the patient¿s inr was therapeutic at the time. It was noted on admission that both lower extremities were edematous (ankles and feet), and defining features of the knees are practically lost due to obesity. There is slightly more swelling in the lle which appears chronic with a slight amount of erythema proximal to the ankle and is especially tender. The next day a trapease ivc filter was implanted via the right internal jugular vein and deployed in the infrarenal ivc. There were no immediate complications. The patient had multiple subsequent hospital admissions, outpatient treatments and rehabilitation admissions for issues related to lle non-healing wound related to obesity, lymphedema and venous insufficiency. Other admissions and workups were for knee, back and shoulder pains. Approximately fourteen years and five months after the index procedure a lumbar spine x-ray series was performed for complaints of low back pain. Results of the x-rays noted grade 1 anterolisthesis of l4/l5, degenerative disc disease at multiple levels through the lumbar spine with disc space narrowing and vacuum disc phenomenon. Posterior spurring at l3/l4 causing probable canal stenosis, no acute fracture is seen. Note is made of a fractured appearing trapease ivc filter. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture. The patient became aware of the reported events approximately fourteen years and five months post implant. The patient also reported anxiety related to the filter. The patient checked that there was no attempt to remove the filter and then indicated that there was an unsuccessful percutaneous removal procedure performed. No date for the attempted procedure was provided. The form states, "see attached medical records". A review of the medical records did not realize a filter removal procedure.